Manufacturer narrative:
The report of broken pump module door was confirmed during the site visit; however, the customer did not return any product for this investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. A review of the device history could not be performed, the customer did not return any product or provide any device serial numbers. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
During a site visit, it was reported that a pump module had a broken door. No additional information is available.